Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not preformed due to motor error alarms. The following cosmetic damage was noted: cracked case at the display window, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.